Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during set up for surgery, the "spider 2 tenet" would not power on due to dead batteries. The staff found that the charger was defective and not charging the batteries. No surgical delays, patient injuries, or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
Internal complaint reference (B)(4). D4: serial number added. B5, h1: updated.

Event description:
It was reported that, during set up for a rotator cuff repair surgery, the "spider 2 tenet" would not power on due to dead batteries. The staff found that the charger was defective and not charging the batteries. In addition, the spider was leaking hydraulic fluid. The procedure was successfully completed without delay and no back-up device was available. The nurse held the arm to finish the case. No further complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H3, h6: the device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and no issues were observed. A functional evaluation revealed the device's indicator diode would not change to charging mode when a test battery was installed. The fuse was checked with an ohmmeter and was open. The complaint was confirmed and the root cause is an open circuit. The provided product identification information did not match any known release of this part and thus a manufacturing record review could not be conducted. A complaint history review concluded this was a repeat issue. The spider 2 instructions for use warns, ¿if the indicator light is showing a battery with low energy, replace battery. Failure to do so may result in the spider2 not being able to lock/unlock.¿ a review of the spider 2 risk management files was performed and found multiple line items addressing this failure mode. No containment or corrective actions are recommended at this time.